Manufacturer narrative:
The cause of the patient's post-op complications cannot be determined at this time. The patient's attorney alleges unspecified injuries; however, no details have been provided regarding the nature of the injury. No medical records have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 4 years 4 months post implant of bard flat mesh, patient was diagnosed with infection, hernia recurrence, seroma, adhesions, pain, scar tissue thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists infection, hernia recurrence, seroma, adhesions, pain as possible complications. The warnings section of the IFU states, ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require the removal of the mesh.¿ review of manufacturing records confirms product was manufactured to specification. Note, the manufacturing date (15-apr-2010) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6)2010: the patient underwent surgery for implant of an unspecified bard/davol flat mesh. It is alleged that on 04/13/2015: the patient had unspecified injuries. As alleged, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6)2010 - patient was diagnosed with multiple ventral hernias thereby underwent open repair with the implant of bard flat mesh. Per operative notes, "seven different ventral hernias with incarcerated preperitoneal fat had been reduced along with omentum present. The adhesions were cleared. Four hernia defects were closed. A bard flat mesh was placed and sutured. The umbilical defect was sutured back to abdominal wall." (B)(6)2010 - patient was diagnosed with abdominal wall seroma thereby underwent exploration of lower abdominal wound with application of wound vac. (Note: there was no mention/visualization of the previously placed bard flat mesh during this procedure) (B)(6)2015 - patient was diagnosed with mesh infection and recurrent abdominal wall ventral incisional hernia thereby underwent open repair with explant of mesh and implant of biologic mesh. Per operative notes, "the abdominal scar was removed and the hernia was identified and entered. Multiple adhesions were taken down. The previous mesh was removed, the defect was closed by suturing the biologic mesh. Component separation was performed." Attorney alleges that the patient had abscess, adhesions, nerve damage, pain, hernia recurrence, seroma, infection, wound vac placement, mesh removal and emotional injuries.

Manufacturer narrative:
The cause of the patient's post-op complications cannot be determined at this time. The patient's attorney alleges unspecified injuries; however, no details have been provided regarding the nature of the injury. No medical records have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Note: no sample returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol flat mesh. It is alleged that on (B)(6) 2015: the patient had unspecified injuries. As alleged, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿